Event description:
It was reported that during a laparoscopic roux-en-y, the device fired malformed staples. Add'l sutures were used to complete the procedure. There was no adverse consequence to the pt.